Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump molded clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. Encountered grinding motors a & b during the test. The cycler underwent and passed a system air leak test, balloon valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the baseplate under the pump, on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. Fluid was found in the hp1 filter during the inspection. Fluid in the hp1 filter is a related failure to the reported symptom code lf22 (m31 air detected in cassette warning). A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of the cycler during step 9 after ending the patient¿s pd treatment. The patient reported receiving m31 air detected in cassette warnings in fill 1 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak was discovered in the pump module area on the external of the cassette and did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of the cycler during step 9 after ending the patient¿s pd treatment. The patient reported receiving m31 air detected in cassette warnings in fill 1 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak was discovered in the pump module area on the external of the cassette and did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but was not received to date.